Event description:
I used renu to clean my contacts once weekly. In july' 06, I had the sensation of pus on my eye, my vision was fuzzy, light hurt, and I had horrible headaches. My optometrist tried to clean the left eye for approx 1 wk with no relief. He referred me to an ophthamologist who diagnosed possible fungal keratitis. He did a scraping and took cultures. Medication drops were initiated. I will not try contacts again because I'm afraid of loss of vision.